Event description:
I used a feminine protection product called "instead." This product is a "softcup" meant to be used instead of a tampon or pad during the menstrual cycle. I could not remove the product on my own and after twelve hrs, I went to the ER to have a doctor remove it. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: monthly menstrual cycle. Event abated after use: yes.